Event description:
The customer reported their unicel dxc 800 synchron chemistry analyzer generated erroneous high creatinine (crem) patient result which was reported outside of the laboratory. The clinician questioned the erroneous results of 329 umol/l with urea results of 10.4 mmol/l. The customer rerun the sample and lower crem result of 124 mmol/l was obtained. Patient treatment was not impacted by this event. The controls were run before and after this incident and the results are within the established ranges. Previously-run patient samples were rerun to confirm accurate back to the last acceptable control run. The unit currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). The sample was serum collected in bd plain serum tube (7.0ml). The sample was stored at room temperature and tested within 150 minutes of collection. The sample was centrifuged at 3500 rpm for 10 minutes at 22 degree celsius. On the day of the event, a field service engineer (fse) was dispatched and performed the following: lifted the crem module and inspected the pump which has shown signs of possible leakage. Replaced the valves and tricontinent syringe pump. Upgraded the mc cup brushless stirrer motor and replaced the mc optical cup lamp assembly. Aligned and checked the systems followed by running precision test. The precision was erratic. On (B)(6) 2012, the fse revisited the customer and performed the following tasks: replaced the new creatinine module, checked drain manifold, vacuum valve and lines. Primed the system, calibrated the lamp and performed alignment. Calibrated crem. The customer ran qc.

Manufacturer narrative:
The new creatinine module which was replaced resolved the issue.